Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery (drca) with moderate calcification and moderate tortuosity. After pre-dilatation, the 2.5 x 28 mm xience sierra stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, while removing the delivery system a distal end dissection was noted. Therefore, a 2.5 x 15 mm xience sierra stent was implanted to treat the dissection. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.